Event description:
During procedure, doctor noted a foreign particle in a 20cc monoject syringe with saline flush in it. Prior to injecting saline, physician noted particle and removed syringe from table. Syringe and particle contained and placed aside in biohazard bag for further evaluation.